Manufacturer narrative:
The investigation revealed that button 2 had been fully depressed and that button 3 was stuck within the handle. Subsequent to disassembling the handle housing, button 3 and the sled assembly were inspected for anomalies which may have obstructed the balloon retraction. No anomalies were observed, however, dry blood was noted on the catheter which would explain the resistance felt during investigation. Based on the provided information and the investigation performed, the root cause for the button 3 issue may have been from improper compression of the locking feature of button 3. The reason that the sealant came out with the device was because button 3 was not retracted. If the balloon is not retracted into the tamp tube, the sealant can be dislodged from the tissue tract when the device is removed from the patient. The review of the lhr (lot f1407301) indicated that the mynx ace device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a patient underwent an interventional carotid procedure on (B)(6) 2014. Access was obtained at the common femoral. The vessel size was noted to be 6 mm. Following the procedure, the physician who is training to the aci device, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the balloon would retract and that button 3 was jammed. The balloon was then deflated, the device was removed, and the sealant came out with the device. Manual compression was applied for more than 30 minutes. The patient was hospitalized for reasons unrelated to the mynx.